Manufacturer narrative:
Cause investigation and conclusion several requests were sent to the corresponding author to provide additional information to the incidents reported within the literature. Also patient information, serial number of the devices, dates of procedures and onset dates of the incidents were requested. The requests remained unanswered. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. No potential new or different reasonably foreseeable risks related to the device or its use were identified based on this event. Ongoing risk/benefit assessment affirms risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore will continue to monitor post-market data closely to ensure that the risk assessment remains accurate. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to bleeding complications, occlusion of device or native vessel, renal complications (e.g. Artery occlusion), surgical cut down, bypass or conversion, wound complications.

Event description:
The following article was reviewed: snoj, z., tomazin, t., salapura, v. And kuhelj, d., 2022. Single centre experience with excluder stent graft graft; 17-year outcome. Radiology and oncology, 56(2), pp.156-163. The article is a single center study of 123 patients presenting with abdominal aortic aneurysms (aaas) treated with gore® excluder® aaa endoprostheses. Patients were treated between october 2002 and june 2008. Patient outcomes were tracked over an average 9.7-year follow-up period which concluded for all patients by january 2021. Four patients received transfusions after presenting following hemostatic problems at the vascular access site within the first 24 hours of treatment. Two patients also presented with complications within 24 hours and required reinterventions. One patient presented with occlusion of the posterior tibial artery during inferior mesenteric artery embolization and the other was treated with implantation of a stent graft in the subclavian artery when transaxillary renal stent grafting was not successful. Thirty-seven patients required reinterventions: 14 patients required stent graft extensions (of these, 5 were treated with renal stent grafts due to stenosis of the renal artery), 13 required translumbar sac embolization, 4 required aortobifemoral bypass, 3 required thrombolysis of the iliac limb and 2 required hemicolectomy. Four patients were treated with aortobifemoral bypasses.

Manufacturer narrative:
A2/a3 age and gender: individual patient genders and ages not provided. Predominant gender was male (104 of 123) and and average age was 73 years. B3 - date of event: the literature reports that patient outcomes were tracked over an average 9.7-year follow-up period which concluded for all patients by january 2021. Therefore 31-jan-2021 was used as a best estimate. H6-code b13: a request was emailed to the author to provide additional information to the incidents reported within the literature. Also patient information, serial number of the devices, dates of procedures and onset dates of the events have been requested. The answer is pending. H6-code b15: the literature was reviewed. H6-code b20 and h3 other: no explantation is reported within the literature. As a best estimate it is concluded that the devices remain implanted in the patient. Therefore a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.